Manufacturer narrative:
Additional information: the customer indicated the use of an approved cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. File information indicates there was residual refraction. Patient had an ac washout/irrigation and iol rotation on (B)(6) 2015 with post-operative inflammation and elevated iop. The patient then had an iol exchange on (B)(6) 2015, also with elevated iop. Replacement lens was not provided. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the patient had an anterior chamber washout/irrigation and lens rotation following the lens implant. The patient experienced elevated intraocular pressure (iop).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A purchaser reported an intraocular lens (iol) that was exchanged due to residual refraction causing decreased acuity. Additional information was requested.